Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported icp sensor was implanted to a patient on (B)(6) 2017, and zero setting was done before implantation. On the same day, after the implantation, the message "transmitter was not detected " was displayed when the surgeon reconnected the sensor in the hospital ward, so that the icp was not able to be measured. Another burr hole was made and an alternative icp sensor was implanted to the patient. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The sensor was returned to the supplier for evaluation. Review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal wires were broken inside the catheter. The catheter material was crimped and stretched 7.4 cm from the tip. Due to the condition of the device, no functional testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the device. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.